Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, it was reported the acetabular component loosened. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿4. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption,excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the acetabular component. During the procedure, it was discovered that the acetabular flange screws were fractured. The acetabular flange component, femoral head, and acetabular liner were removed and replaced with a triflange custom acetabular components with locking screws.